Event description:
The event involves an attempted PICC left arm insertion. The left basilic was cannulated left utilizing an ultrasound guide with one needle stick (g24 advanced guidewire bd mst kit, 0.014 in-wire), with advancement of the dilator/sheath. There was difficulty removing the guidewire and dilator. The sheath was removed and there was an attempt to remove the guidewire. Found guidewire kinked/coiled and unraveled; with part of guidewire still in arm. Stopped procedure and notified attending. Follow up from md- approx 3-4mm in upper arm branch vein, width of hair strand, will continue to follow with xrays. Mother updated.